Event description:
A medtronic representative reported the vertek arm ring is tightened all the way but there is still play in the joint. This was found outside of surgery, no patient present.

Manufacturer narrative:
No patient involved in this event. The site has not chosen to replace the arm at this time. Simulated use testing performed at the site by a medtronic representative found the arm would not tighten fully.